Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during a dilation procedure to treat stricture performed on (B)(6) 2026. During the procedure, when the balloon was inflated, the staff heard a popped sound, and the balloon did not stay inflated. It was reported that no piece of the balloon detached inside the patient. The procedure was completed using another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure is fine.